Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786, ubd: unknown, UDI#: unknown work order completed: h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the computer was replaced, and the original solid state drive (ssd) was restored from the faulty computer to the new one. Codes b01, c13 and d02 are applicable. A09: applicable to the inability to retrieve a cd/dvd disk. A0902: applicable to no video. A1102: applicable to the "no video" error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system experienced multiple issues, including inability to retrieve a cd/dvd disk that had been inserted prior to loading a patient study, "no video" displaying on the monitor soon after powering on. Troubleshooting steps included assisting the customer over the phone, performing a hard shutdown by holding on/off button until the blue light extinguished. However, the same issue occurred again when turning on the system. The probable cause was either faulty computer or uninterruptible power supply (ups). It was later determined that the pc was not turning on or failing very soon after power on commanded from ups. The new replaced computer was powering on but was booting up to grub menu. It was reasoned that previous failed powerup may have caused file corruption on the drive. The local representative followed the linux grub menu article and was able to restore correct function of solid state drive (ssd) after previous actions. Em registration and navigation of the resin head phantom were performed successfully and accurate navigation of landmarks was verified. There was no patient involved.

Manufacturer narrative:
H3, h6: the computer, lot number: 1746d00183, was returned to the manufacturer for analysis. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports-dvi, high-definition multimedia interface (hdmi) and dp all functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v9.1. The computer was fully functional. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.